Event description:
Reportedly, pt expired after an implant in 2007 due to acute aortic dissection. Device was not explanted. Customer stated death was not related to device.

Manufacturer narrative:
Device not returned.